Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged therapy electrode, "adjust belt" messages, "check therapy pad" messages) has been confirmed. Upon investigation, the electrode belt failed a continuity test. The cause for the test failure and the reported messages was isolated to an open pulse wire in the cable connecting the front therapy electrode (te) and ECG "a". The root cause for the open pulse wire was excessive force on the cable. No adverse event resulted from the open pulse wire.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a it had a damaged therapy electrode pad and that a patient was receiving "check therapy pad" and "adjust belt" messages.